Manufacturer narrative:
This device currently remains implanted. Should additional information become available, this report will be updated.

Event description:
It was reported that the battery longevity of this device decreased by 3.5 years, within the past several months. There were no atrial arrhythmias observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data determined that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Review of memory analysis determined the device's power consumption has been increasing over time; however, the root cause of this behavior cannot be determined via memory analysis alone. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery longevity of this device decreased by 3.5 years, within the past several months. There were no atrial arrhythmias observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data determined that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted. No adverse patient effects were reported. Update: this device still remains implanted and in service. The patient will continue being monitored via latitude (remote monitoring system) every 90 days in order to postpone replacement as long as possible.